Event description:
Patient reported their teeth never fully straightened and they are concerned with their bite. They have had two separate dentists recommend invisalign to them to finish treatment. They also reported that their retainer has just broken. Requested bite video and photos of them wearing retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.